Manufacturer narrative:
(D10) concomitant devices: 300-01-12 - equinoxe humeral stem primary press fit 12mm. 322-36-00 - equinoxe 36mm reverse shoulder liner +0. 322-10-00 - humeral adapter tray, +0. 320-32-36 - expanded glenosphere, 36mm, for small reverse. 320-55-03 - baseplate, 8 degree posterior augment, left. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side and experienced a scapular fracture, during the procedure. As a result, while reaming, small portion of the distal lateral coracoid fracture the glenoid baseplate screw was removed and replaced. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the intraoperative scapular fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.